Event description:
It was reported by service report that the left side rail was not remaining latched and the cover was broken exposing sharp edges. No pt involvement or adverse consequences were reported.